Event description:
Caller states the aviva meter produced a result of 9mg/dl. No treatment info provided. No adverse event reported due to result of 9mg/dl. Requested return of suspect device and replacement was sent. Numeric reading range of device is 10mg/dl to 600mg/dl.